Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) . A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "faulty function / operating unit" according to the complainant after the infusion time there was 10 milliliters (ml) left in the syringe.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Analysis of use history: according to the usage history, the user programmed the volume of 50ml and the flow rate of 50ml/h at 08:20 on (B)(6) 2024. The user started the infusion at 08:22 and completed the infusion at 09:22, the amount infused was 50ml, as programmed. The user programmed another volume at 09:23 of 10ml. The infusion started at 09:23 and concluded at 09:30, the amount infused was 0.94ml. The infusion occurred according to the user's actions. Functional analysis: performance test: we will use the last recorded schedule as a reference. Programmed flow rate: 50ml/h programmed volume: 50ml scheduled time: 01h00min infused volume: 50.5ml error: +1.00% (approximate value for more) infusion time: 00:59:59 error: -0.03% result: approved note 01: administration rate accuracy set ± 2% in accordance with iec/en (B)(4) . Note 02: used 100ml graduated glass beaker, code tec-309687, certificate (B)(4). Note 03: ki0057 digital chronometer used, calibration expiration date: 06/2024. An observation that we think is important to note: it is the possibility of inserting more than 50ml inside the syringe when moving the syringe plunger to fill it with the medicine. Although by doing this the user is sure that inside the syringe there will be at least 50ml to be infused; at the end of the infusion, the volume that has exceeded 50ml will therefore remain in the syringe. This explains why a user, who did not see how the syringe was filled before the infusion started, incorrectly concludes that there is medication left to be infused. Conclusion: in the history of use, no infusion error was evident. The result of the functional test showed that the equipment is working precisely according to its specification. Technical complaint of infusion error not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.